Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 31.5-32.3cm and 33.0-33.5cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.